Event description:
It was reported that a patient returned for a routine filter removal. The doctor reported that during the removal attempt, filter arm was noted to be detached from the filter. It was reported that the arm was firmly attached to the cava wall. An additional cava gram was taken to confirm this the doctor decided to leave the filter implanted.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This included 100% inspections for proper configuration and geometry. This was the first event reported for this lot. The filter was not returned for evaluation, as it remains implanted. It was reported that the filter was placed in the infra-renal position in a pregnant patient. The IFU for this device states: the filter should be placed in the suprarenal location in pregnant women.